Event description:
The user facility reported that a patient admitted that the needle broke while in the process of preparation as it was not broken when the box was opened. Another 12-gauge needle was planned to be used. The health care provider (hcp) is aware that of self-administering the medication. The event occurred intra-operative.

Manufacturer narrative:
The actual sample was not available for evaluation; therefore, the details of its actual condition could not be determined. Since the lot number is unknown, an evaluation was not performed. A total of thirteen (13) complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified related to our product and production process. Representative samples were subjected to simulation. The syringe with the safety needle was punctured into the rubber cork. A manual cannula bending test was conducted wherein the needle was bent 45° from left to right forty (40) times. Result, the needle did not break even after forty (40) times of bending. The root cause of the complaint could not be identified to be related to our production or manufacturing process. Our cannula is supplied with raw material that conforms to iso 9626, specifically on stiffness and breakage. We have a series of inspections from the needle assembly process to the outgoing process that check the conditions of the safety needles. Only lots that passed the inspection are allowed to be shipped. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).